Event description:
Patient identifier: (B)(6). Date of event: best estimate of date of event is (B)(6) 2009 according to the information received, an end user reported a cutoff catheter. The customer stated that the end is cut at a really sharp angle & looks sliced.

Event description:
In 2009, the baxter service technician advised that the colleague infusion pump encountered the following issue with the channel a keypad: channel a selection key was working intermittently on an unknown date. The event occurred while servicing the device and there is no report of patient injury or medical intervention. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the user interface module master software version for this device (B) (4), categorized as remediated.

Manufacturer narrative:
There is a CAPA investigation associated with this complaint. The original reported event was from the customer's biomedical technician in which there was a failure code 500:320:658:000. The pump was received and evaluated by baxter. During service, a baxter technician discovered that the channel a select key was intermittent and confirmed the original reported problem. The pump was returned to the customer.